Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and was hospitalized with high blood glucose of 400 mg/dl at the time of incident. Customer declined high blood glucose troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response during testing due to a flattened dome switch on the down arrow button, esc and act buttons, and express bolus button. The pump had minor scratches on the lcd window and a cracked reservoir tube lip. The lcd connector was inspected and no anomaly was noted.